Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a bolus anomaly from the insulin pump. The customer's blood glucose reading was 8.8 mmol/l. The customer stated that when she bloused for dinner, she was 10 grams short. The customer was advised to schedule another bolus for 10 grams only right after the first one is finished. The customer was advised to logically make sure that as long as both boluses did not surpass the max. The customer was advised to have her values reviewed by her health care provider.